Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
It was reported that the patient had chronic pelvic pain + urethral erosion due to malpositioned tot sling. Managed with surgical removal of suburethral + left arm of sling and urethral reconstruction with martius flap. Post-op course complicated by pain and streptococcus infection but ultimately favorable at discharge. Multiple chronic pain syndromes remain.